Event description:
It was reported by customer that the bed exit allegedly did not alarm and notify nurses that patient had fallen out of the bed. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by customer that the bed exit allegedly did not alarm and notify nurses that patient had fallen out of the bed. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon evaluation there were no malfuntions found with the unit and unit was working to specifications.